Event description:
It was reported that a patient received discrepant results when testing with his coaguchek xs meter serial number: (B)(6) and a second coaguchek xs meter (unknown serial number) used at the doctor's office. This medwatch will apply to the test strips used on the patient's meter. Please refer to the medwatch with a1. Patient identifier: (B)(6) for information related to the test strips used on the doctor's office meter. At 10:30 a.m., a sample from the patient was tested using the patient's meter, resulting in a value of 4.4 inr. At 11:30 a.m., a sample from the patient was tested using the doctor's office meter, resulting in a value of 3.1 inr. The patient's therapeutic range is 2.6 - 3.6 inr.

Manufacturer narrative:
The patient's meter was requested for investigation and a replacement product was sent to the patient. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.